Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered an inappropriate shock due to oversensing of non-physiological noise. The noise could be reproduced with isometric exercises. The device was reprogrammed to the primary sensing vector and the patient will be monitored. No adverse patient effects were reported. New information received information received indicates that the patient received an additional inappropriate shock due to myopotential or t-wave oversensing. The physician intension is to perform a system revision.